Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor pairing failure while using the ilet system, during which the user observed low glucose readings and completed a low blood glucose questionnaire; the user consumed carbohydrates and a goodwill replacement case/clip was arranged. Symptoms included hypoglycemia with reported glucose as low as 40 mg/dl and no loss of consciousness or need for assistance. Outcomes included user self-treatment with oral carbohydrates, device low-glucose alerts, and recovery of glucose to 96 mg/dl without medical intervention or hospitalization. Investigation included technical troubleshooting to reattempt sensor pairing by verifying device settings and reentering the pairing code, and monitoring of glucose trend until improving. Investigation of this case revealed that the sensor pairing issue resolved after settings verification and time for pairing, and that the user responded to oral carbohydrate intake. It was concluded that the event involved hypoglycemia managed at home, with no injury and no need for medical care, and that a replacement accessory was provided for user comfort. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
It was reported that a user experienced a dexcom g7 continuous glucose monitor pairing failure while using the ilet system, during which the user observed low glucose readings and completed a low blood glucose questionnaire; the user consumed carbohydrates and a goodwill replacement case/clip was arranged. Symptoms included hypoglycemia with reported glucose as low as 40 mg/dl and no loss of consciousness or need for assistance. Outcomes included user self-treatment with oral carbohydrates, device low-glucose alerts, and recovery of glucose to 96 mg/dl without medical intervention or hospitalization. Investigation included technical troubleshooting to reattempt sensor pairing by verifying device settings and reentering the pairing code, and monitoring of glucose trend until improving. Investigation of this case revealed that the sensor pairing issue resolved after settings verification and time for pairing, and that the user responded to oral carbohydrate intake. It was concluded that the event involved hypoglycemia managed at home, with no injury and no need for medical care, and that a replacement accessory was provided for user comfort. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.